Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the bolus button was not responsive on the insulin pump and the act button was intermittently responsive. Customer's blood glucose was 152 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to unlocked lcd keypad connector. The pump also had minor scratches on the lcd window and a scratched reservoir tube window.